Manufacturer narrative:
(B) (4).

Event description:
The pt had been hospitalized due to her liver a couple of months prior. The stimulation was turned off during that time. After the device was turned back on the pt experienced a loss of therapeutic effect; the therapy was not as effective. Further info is being requested form in the hcp.